Event description:
Hcp reported pt experienced lip numbness after working in lab with hood. Pt had a brain MRI. Pt condition is ongoing. The device has not been returned to the manufacturer for analysis.